Event description:
Consumer wrote in to complain I am requesting a refund for my dental protector as it came apart on one side. It was purchased (B)(6). Enclosed is a copy of the receipt.

Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.